Manufacturer narrative:
One device was received for evaluation. Visual inspection found a chipped downstream occlusion (dso) sensor button. Functional testing was able to duplicate the reported problem. It was determined that the faulty dso sensor was the root cause. The dso sensor was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited a downstream occlusion detection fault. There was unknown patient involvement.